Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was double counting of r-waves and noise noted on the analyzer but could not be seen through the device. The analyzer remains in use. No patient complicaitons have been reported as a resault of this event.